Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the yellow level sensor was giving alarms. The perfusionist adjusted the level sensor and changed out the temperature cable. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing. The fsr could not find any issues with the level sensor or the temperature module. The temperature cable/sensors were disconnected during the case which resulted in an audible alarm. Additionally, the level sensor mounting pads were installed horizontally on a cylindrical reservoir. This orientation prevented proper contact with the level sensor. The fsr advised the perfusionist to mount the level sensor pads vertically on the reservoir to ensure proper sensor contact and prevent false alarms. The unit operated to the manufacturer's specifications.